Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an issue with the pump's wake button. Exact issue was not specified. There was no reported impact to customer's blood glucose. Multiple attempts were made to obtain more information, but a response was not received.